Event description:
It was reported that during a laparoscopic hepatectomy procedure, the scissoring occurred when the devices were fired outside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Multiple request for return of device have been made but no device has been returned. Additional information: which firing of the device did this event occur on?---no information. What vessel or structure was the device fired on at the time of the event? ---glisson's. Was the clip fully advanced into the jaws prior to firing? ---yes. Was there any torquing or twisting of the device present at the time of firing? ---there was a possibility. Was any unexpected resistance felt while firing the trigger? ---yes. The firing force was slightly higher. Were any unexpected noises heard? If so, when? ---no information. Did anything unexpected happen prior to this incident? ---no information. Was the device fired after this incident in or out of the patient? What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? If so, what? ---no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---no information.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.